Event description:
The pump motor stalled due to an MRI. The pump was not checked following the MRI. The patient was seen 3 days later and when the pump was interrogated it showed a motor stall. The patient was exhibiting no symptoms. The hcp updated the pump and the motor stall recovery was seen in the event logs. The pump was used to deliver baclofen.

Manufacturer narrative:
Catheter model # unknown, lot # unknown, implanted: unknown, explanted: unknown.

Manufacturer narrative:
(B)(4).